Event description:
It was reported that during an laparoscopic nephrectomy procedure, towards the end of the procedure the surgeon noticed the white tissue pad on the jaws of the instrument had become loose and peeled away. Nothing fell into the patient. The case was completed with a same like device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.